Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, data files for the report event date of (B)(6) 2020 were provided. Review of the data files showed no evidence of a reset. There is evidence of power cycles in the middle of the case caused by battery disconnect, but it is unknown from the log review if this is due to a loose battery connection, the battery not being seated properly, or the customer removing the battery during the reported reset. The customer's report could not be verified based on the data file review. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device the device failed self test for defib function and restarted/rebooted itself multiple times. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was not replicated or confirmed. The device was found to power up, function appropriately, and power down only at the response of a button press. The monitor board, processor/bridge/pace board, and defib receptacle were returned to zoll medical for evaluation. Evaluation of the monitor board, processor/bridge/pace board, and defib receptacle were unable to duplicate the report. Analysis of reports of this type has not identified an increase in trend.